Event description:
Info received indicates the casters are locking into brake but the casters continue to swivel.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the brake casters and the hex rod at the foot end to repair the stretcher.